Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 4081858. D4. Medical device expiration date: 31-aug-2025. H4. Device manufacture date: 21-mar-2024. D4. Medical device lot #: 4043971. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 12-feb-2024. D4. Medical device lot #: 4072660. D4. Medical device expiration date: 31-aug-2025. H4. Device manufacture date: 12-mar-2024. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance that an unspecified number of tubes experienced closure separation when the cap was removed by the beckman coulter dxa. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were tested for each batch and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance that an unspecified number of tubes experienced closure separation when the cap was removed by the beckman coulter dxa. There was no health impact or consequence reported.